Event description:
Account states they are getting erratic creatinine results. The incorrect results have not been used to guide therapy. The field service rep found the reagent probe was misaligned and repaired the instrument by adjusting the probe.